Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 220 mg/dl and an insulin injection was used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion was found to be within the cartridge. Reportedly, the customer used the cartridge for 4-5 days. The customer indicated that the cartridge would be changed.